Manufacturer narrative:
B5; updated event summary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. They reported that the patient had a lead replacement on monday because it was not working. Patient did not know what the problem was with the lead but stated they had an ongoing problem. They had been working with a representative and went through every program and every level and it would work for like a week and then it would not work. Patient stated they had been speaking to the representative about therapy concerns for over a year. Patient did not know the representative's name and stated they are no longer employed by the company.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2r1u3 implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. They reported that the patient had a lead replacement on monday because it was not working. Patient did not know what the problem was with the lead but stated they had an ongoing problem. They had been working with a representativeand went through every program and every level and it would work for like a week and then it would not work. Patient stated the therapy had never been turned back on again after the lead replacement and wanted to know if they could turn it on themselves because they were up every hour last night to go to the bathroom. Patient services redirected patient to managing healthcare provider to ask if they should turn therapy on or if the doctor wants patient to wait. Patient stated they had been speaking to the representative about therapy concerns for over a year. Patient did not know the representative's name and stated they are no longer employed by the company.